Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm. Reportedly, the customer reinstalled the same cartridge and resumed insulin delivery. Customer's blood glucose level was not impacted.